Event description:
It was reported that the patient was experiencing inadequate pain relief and difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.